Event description:
It was reported that there was a removal of a cup, liner, head, rejuvenate stem and neck due to loose stem and cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems. See CAPA (B)(4). This device has been identified as a concomitant product.

Event description:
It was reported that there was a removal of a cup, liner, head, rejuvenate stem and neck due to loose stem and cup. Update: it was reported that allegedly the plaintiff underwent a total hip arthroplasty and was implanted with an abg ii modular hip system. It is further alleged that the plaintiff began to experience pain and elevated metal ion levels and underwent revision surgery (date unknown)".